Manufacturer narrative:
Concomitant medical products: product ID 3778-60, serial# (B)(4), implanted: 2013-(B)(6), explanted: 2014-(B)(6), product type lead. Product ID 3778-60, serial# (B)(4), implanted: 2013-(B)(6), explanted: 2014-(B)(6), product type lead. (B)(4).

Event description:
It was reported the patient developed a strong dislike for the sensation. It was noted the patient did not get relief when the stimulation was below threshold. It was further noted that reprogramming was done. The reporter stated there were no alleged product issues with the leads or implantable neurostimulator (ins). It was noted the patient¿s system was explanted on 2014-(B)(6). It was further noted the patient status at the time of this report was alive with no injury. Additional information received reported the patient¿s wounds were healing well and there were no untoward issues.

Manufacturer narrative:
Analysis of the ins, model 37701, serial no. (B)(4), found no anomalies. The returned device passed all functional testing in the laboratory. No anomalies were identified. The ins passed the final functional test on the automated test console. A lab functional test determined there was good stable output on the electrode pairs the ins had when it was received. A lab functional test determined there was good stable output on all electrode pairs referenced to the electrode. Analysis determined there were no issues when pressing on the ins can. Analysis determined the telemetry was acceptable. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a manufacturer's representative. It was reported that the patient's device was returned for disposal only.